Manufacturer narrative:
Most recently, this lead was removed from service with evidence of fracture. There were no reported adverse patient effects associated with this clinical observation, beyond the early surgical intervention. This medical device has been returned to boston scientific but analysis remains inconclusive to date. As new information becomes available, this report will be further evaluated and updated. The investigation remains open at this time.

Manufacturer narrative:
To date, information suggests that this ra lead was to be removed from service. The investigation is considered closed at this time. If new information becomes available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that this transvenous right atrial (ra) lead was to be removed from service as a result of noise present and greater than 3,000 ohms pace impedance measurement. There had been no reported patient symptom associated with this clinical observation.